Manufacturer narrative:
Patient identifier, patient age, date of birth, and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity forcep was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device was used to take a biopsy. After withdrawal from the scope, the biopsy specimen was removed. At this time, one of the pull wires was found to be broke and protruding from the device. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity forcep was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device was used to take a biopsy. After withdrawal from the scope, the biopsy specimen was removed. At this time, one of the pull wires was found to be broke and protruding from the device. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device returned found the proximal end of the device was cut off and not returned, therefore, the complaint could not be confirmed. Due to the condition of the returned device root cause can't be determined. A review of the device history record (DHR) and labeling review were performed and no anomalies were noted.